Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies found.if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was advised that the implantable cardioverter defibrillator (ICD) wasn't working properly and was ¿dead¿. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.